Event description:
New information noted that the implantable cardioverter defibrillator continued to have over-sensing episodes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was post paced over-sensing t-waves. Programming changes were made to resolve the issue. The patient was stable throughout the event.